Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing detached event on (B)(6)2024. Infusion set was in use for 14 hours. Patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.